Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 26may2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported that the cartridge holder of his humapen savvio device was cracked. The patient experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch reported as 2908s01, which is an invalid batch number). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient reported that he received the savvio device more than one year ago which implies the device had been in use without cartridge holder issues until the reported complaint. Damage to a cartridge holder would have been detected during manufacturing inspection process. The user manual instructs to not use the device if it appears broken or damaged and to contact lilly or a healthcare professional for a replacement pen. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: 6453783. This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a 57-year-old male patient of unknown ethnicity. Medical history included type 2 diabetes mellitus. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin m3), injections, from a cartridge via a reusable device (humapen savvio 3ml blue) as well as pre-filled pens (kwikpen), at dose of 32 units in the morning and 18 units in the night. Frequency, route of administration, indication and therapy start date were unknown. On an unknown date, his insulin pen was broken, cartridge holder was cracked (pc: 6453783; lot: 2908s01). On an unknown date, he had hypoglycemia and trouble with infections, and he had been to a hospital seven times. In addition, his eyes were not brilliant but as a corrective treatment, he used eye drops, and had an eye check, but any problems with his eyes were found. He should be wearing glasses, but he recently lost it. Information regarding hospitalization dates and details, corrective treatments, outcome of the events and status of human insulin therapy was not provided. The operator of the humapen savvio 3ml blue and kwikpen devices was the patient, and his training status was not provided. The general humapen savvio 3ml blue model duration of use was approximately one year and kwikpen was not provided, and the suspect humapen savvio 3ml blue and kwikpen devices duration of use was not reported. The action taken with the suspect humapen savvio 3ml blue was unknown and no devices were returned. The initial reporting consumer did not provide a relatedness assessment between the events and human insulin therapy or humapen savvio 3ml blue and kwikpen devices. Edit 02-may-2023: upon review of initial information. Added EU/ca fields information. No other changes were made to the case. Edit 02-may-2023: upon review of initial information. Added new kwikpen device and new suspect drug. Updated human insulin formulation to cartridge and narrative. No other changes were made to the case. Edit 08may2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 26may2023: additional information received on 24may2023 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a 57-year-old male patient of unknown ethnicity. Medical history included type 2 diabetes mellitus. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin m3), injections, from a cartridge via a reusable device (humapen savvio 3ml blue) as well as pre-filled pens (kwikpen), at dose of 32 units in the morning and 18 units in the night. Frequency, route of administration, indication and therapy start date were unknown. On an unknown date, his insulin pen was broken, cartridge holder was cracked ((B)(4); lot: 2908s01). On an unknown date, he had hypoglycemia and trouble with infections, and he had been to a hospital seven times. In addition, his eyes were not brilliant but as a corrective treatment, he used eye drops, and had an eye check, but any problems with his eyes were found. He should be wearing glasses, but he recently lost it. Information regarding hospitalization dates and details, corrective treatments, outcome of the events and status of human insulin therapy was not provided. The operator of the humapen savvio 3ml blue and kwikpen devices was the patient, and his training status was not provided. The general humapen savvio 3ml blue model duration of use was approximately one year and kwikpen was not provided, and the suspect humapen savvio 3ml blue and kwikpen devices duration of use was not reported. The action taken with the suspect humapen savvio 3ml blue was unknown and its return was expected, while for kwikpen device was not. The initial reporting consumer did not provide a relatedness assessment between the events and human insulin therapy or humapen savvio 3ml blue and kwikpen devices. Edit 02-may-2023: upon review of initial information. Added EU/ca fields information. No other changes were made to the case. Edit 02-may-2023: upon review of initial information. Added new kwikpen device and new suspect drug. Updated human insulin formulation to cartridge and narrative. No other changes were made to the case. Edit 08may2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.